Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm was shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative, following-up at the site, reported the articulating arm will not be returned for analysis. The hospital has declined to return the item and intends to keep it. (B)(4) 2015 a medtronic representative was informed that the articulating arm would not tighten down properly. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that was experiencing mechanical difficulties. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.